Event description:
The posterior augmentation block could not easily be fitted onto the femoral component due to residual excess metal. The surgeon was able to correct the malfunction in surgery by filing away the excess metal and then the components assembled properly and were implanted without adverse effect to the pt.